Manufacturer narrative:
Physio-control will evaluate the device by failure analysis when received from customer. Physio-control will submit a supplemental report on this event.

Event description:
According to the reporter, while inspecting the device, no voice prompts were heard when the device powered up. There was no patient associated with the report.